Event description:
Customer reported receiving imprecise adc meter readings of 19.8mmol/l, 2.3mmol/l, 10.9mmol/l, and 1.6mmol/l obtained within ten-minutes. When plotted on the parkes error grid, the results fell into the 'c' zone, showing the difference in values are considered clinically significant. There was no report of serious injury, death or mistreatment associated with this case.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.